Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 451 mg/dl. Current blood glucose was 527 mg/dl. Customer treated for high blood glucose with insulin pump. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer was sent out a tubing clamp and is calling back to run the high pressure test. Customer's blood glucose at time of incident: 284 mg/dl. Customer's current blood glucose: 148 mg/dl. Customer reports the symptoms related to their high blood glucose was nausea . Customer is able to perform high pressure test at this time. Assisted with performing the high pressure test. Test results: test . Customer reported that yesterday morning blood glucose was 595 mg/dl. Customer also run self-test which was passed. The insulin pump will not be returned for analysis.